Manufacturer narrative:
This report is 3 of 3 for (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation surgery. Before surgery, an operation staff checked the products in question and found that there were dirt/water drops-like-residues in the hollow part of each product.